Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31321465l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right ventricular tachycardia ablation with a qdot micro catheter and the patient experienced cardiac perforation that required surgical intervention. Patient had right ventricular tachycardia on the right ventricular assist device (rvad). During the procedure following a radiofrequency ablation point in the right ventricle, the patient had a pericardial effusion requiring surgical drainage and extension of intubation. Patient fully recovered; however, required extended hospitalization for intensive care monitoring. Patient required cardiac surgery as the perforation was in the infrolateral wall of the right ventricle (ablation set location). The physician's opinion on the cause of the adverse event was procedure and patient condition. No transseptal puncture performed. No steam pop was noticed. The adverse event was discovered during use of biosense webster, inc. Products. Prior to noting the adverse event, ablation was performed.

Manufacturer narrative:
It was reported that a patient underwent a right ventricular tachycardia ablation with a qdot micro catheter. Patient had right ventricular tachycardia on the right ventricular assist device (rvad). During the procedure following a radiofrequency ablation point in the right ventricle, the patient had a pericardial effusion requiring surgical drainage and extension of intubation. Patient fully recovered; however, required extended hospitalization for intensive care monitoring. Patient required cardiac surgery as the perforation was in the infrolateral wall of the right ventricle (ablation set location). The device was returned to johnson & johnson medtech (j&j) for evaluation on 12-dec-2024. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was procedure and patient condition. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).